Event description:
Back pain. Knee started getting worse. [Arthropathy]. Spontaneous report was received on (B)(6) 2012 from a female patient, initials (B)(6), with unk product indication. The patient¿s medical history was not provided. On an unspecified date in 2012, the patient initiated treatment with synvisc (hylan g f 20) injection, route and dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date in 2012, patient received third synvisc injection. It was reported that the patient was having good results. On an unspecified date, the patient visited emergency room (ER) for back pain and received treatment with steroid injection in the buttocks. It was reported that after that, her knees started getting worse. The outcome for the events of back pain and knee started getting worse was not provided. Concomitant medications were not provided. The intensity for the events of back pain and knee started getting worse was not provided.

Manufacturer narrative:
MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.